Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years due to prosthetic valve stenosis. Per the operative report, echocardiogram in 06/2013 showed a peak gradient across the prosthetic valve of 81 mmhg with ejection fraction of 50% to 55%. Tee in the operating room confirmed an enlarged heart with moderately depressed ventricular function. The right atrium was markedly enlarged. The aortic valve prosthesis was stenotic and had mild to moderate regurgitation. During explantation, the valve was noted to have stiffened leaflets. In 1 commissure, calcified ingrowth had splayed apart the leaflets at the commissure, causing the regurgitation. The device was replaced with a new edwards bioprosthetic valve. Echo showed the aortic valve prosthesis working perfectly without any paravalvular leak or regurgitation. No operative complications reported.

Manufacturer narrative:
Evaluation summary: as received, all three prosthetic leaflets had cut sections that were not returned with the valve. Heavy calcification was observed in the remaining cusp area of leaflet 2, moderate calcification was observed in the remaining cusp area of leaflet 1 and minimal calcification was observed in the remaining cusp area of leaflet 3. The free margins of leaflet 1 and 2 exhibited moderate calcification, free margin of leaflet 3 exhibited minimal to moderate calcification. Calcification could have restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Two tears were observed on the free margins of leaflet 2, one tear was at commissure 2, tear measured approx. 6 mm in length and one tear was at commissure 3, tear measured approx. 3 mm. A tear was also observed on the free margin of leaflet 1 at commissure 1, tear measured approx. 3 mm in length. Calcification was observed near the regions of the tears. The x-ray demonstrated calcification, no visible damage to wireform. Evaluation of the subject device confirmed the reported event. Calcification of the prosthetic valve resulted in aortic stenosis. There is no change in the original conclusion of this event. No further actions are possible with the available information.

Manufacturer narrative:
It appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. In this case, there was stenosis and leaflet tearing, which caused the reported regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The explanted device was returned to edwards for analysis. A supplemental report will be submitted with the findings once the evaluation is completed. No further actions possible at this time.